Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending (lad) artery. After ablation of the calcification using a rotablator, a 3.00mm x12mm nc emerge® balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. The balloon was then slightly pulled and was inflated at the same pressure for the second time. However, during the third inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.